Event description:
The doctor was taking the trial out when it disassembled. Part of the mechanism that locks the trial together was not recovered; but cannot be seen on the x-ray. The piece is "c" shaped and about 2mm long. The hospital is filing an incident report.